Event description:
A caller reported that the cartridge was not fitting properly on the pump, causing the customer's blood glucose level to exceed 500 mg/dl. The specific value was unknown as it displayed "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) without third-party assistance. Technical support instructed the caller to inspect and clean various components of the pump, including removing an o-ring from the pneumatic tap area and ensuring no damage to the cartridge. The customer was guided through the process of filling and loading a new cartridge, and successfully resumed insulin delivery after the cartridge clicked into place.